Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up, post-sensed t-wave oversensing was observed on the device. Programming changes were recommended.